Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had a fractured lead causing high impedances. Programming was able to obtain better coverage. No intervention planned at this time.